Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system began emitting beep tones. Upon device evaluation, it was determined that right ventricular (rv) defibrillation lead shock impedance measurements were greater than 125 ohms, with a recent measurement of 153 ohms. Shock impedance trends showed a gradual rise in measurements over the past year, likely due to calcification. This ICD had never delivered shocks. Technical services (ts) discussed troubleshooting options and programming considerations and recommended considering commanded shocks. This rv lead remains in service. No additional adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system began emitting beep tones. Upon device evaluation, it was determined that right ventricular (rv) defibrillation lead shock impedance measurements were greater than 125 ohms, with a recent measurement of 153 ohms. Shock impedance trends showed a gradual rise in measurements over the past year, likely due to calcification. This ICD had never delivered shocks. Technical services (ts) discussed troubleshooting options and programming considerations, and recommended considering commanded shocks. This rv lead remains in service. No additional adverse patient effects or interventions were reported at this time. At a later date, this rv lead was explanted. A new device was implanted. No additional adverse patient effects were reported.